Manufacturer narrative:
The device was received by depuy synthes power tools. The device was currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent.

Event description:
Report received from the u.s. Stating that the console had blinking lights. The device was being used in surgery. There was no injury or medical intervention. There was no additional info provided.